Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 84mg/dl, 117mg/dl. Tests were done within 5 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.